Event description:
It was reported that the right ventricular (rv) lead for this implantable cardioverter defibrillator (ICD) exhibited low out of range shock impedances. The shock lead impedance dropped from 50 ohms down to 0 ohms and came back up. The rv pace impedances also dropped but stayed within normal limits. Technical services (ts) asked if the patient underwent a procedure during that time or to potentially bring the patient in to clinic for further testing. This rv lead and ICD remain in service. No adverse patient effects were reported.